Manufacturer narrative:
Testing of the device was performed by hill-rom. When the device was received from hospital quarantine, hill-rom found that ECG and respiration monitoring only were configured on the unit. When tested, hill-rom found that the alarm sounded for ECG when the readings went above and below the set limits. When received from hospital quarantine, hill-rom found that the respiration alarm limit for the low alarm was turned off, therefore, no low level alarm activated when tested. According to (B)(6), msn, rn (manager, risk & regulatory compliance at the hospital), ¿the outcome of our internal investigation was that our clinical engineering dept. As well as hill-rom bio med technician could find no defects or problems with the monitor in question. No actions were taken in regard to the monitor as no issues were found with it.¿ during the initial phone call, the customer was provided with the following information from the device¿s IFU: graphical trends: graphical trend allows view of compilation of data collected for given parameter over defined time period. Time period choices are 1, 8, and 24 hours for each monitored parameter. Technical support also emailed the customer the IFU. The device remains at the customer site. A search in oneems found no further related calls. The customer reported that a patient that was found pulseless and nonresponsive. Initially, there was concern that the device's alarm did not sound. A code was called and the patient was resuscitated and transferred to the ICU. In the ICU, the patient subsequently coded again and ultimately expired. The cause of the patient's death is not known. Hill-rom¿s evaluation of the device did not confirm a product malfunction. The hospital¿s risk manager reported that the outcome of their internal investigation was that no defects or problems with the monitor in question could be found.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer initially called in and wanted to know if data history can be viewed. Subsequent to the initial call, additional information was received from the customer outlining an incident with a patient that was found pulseless and nonresponsive. Initially, there was concern that the device's alarm did not sound. A code was called and the patient was resuscitated and transferred to the ICU. In the ICU, the patient subsequently coded again and ultimately expired. The cause of the patient's death is not known. The device was being used for patient monitoring during the incident.